Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip was partially loaded incorrectly into the jaws. There was no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Reference file anp1900075594 for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Another attempt was made and this time, the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 6 clips remaining including the partially loaded clip, indicating that 9 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "unit not firing correctly" was confirmed based upon the sample received. One device was returned with the rotation tab bent and a clip partially loaded incorrectly. There was no clip in the first position. Upon functional inspection, no clip fired on the first attempt. On the next attempt, the clip became stuck in the bent rotation tab. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the applier does not load the clip properly. Once the clip loaded it is impossible to re-open the applier to apply the clip on the patient. The clip did not fall in the patient(risk only).

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1900475 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier does not load the clip properly. Once the clip loaded it is impossible to re-open the applier to apply the clip on the patient. The clip did not fall in the patient(risk only).